Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corelab review of cts taken approximately 2 years and 2 months post-index procedure identified a new type ib endoleak involving the device vnmf4640c185tu (sn (B)(6)) . The maximum aortic diameter measured 78mm. No aortic enlargement, stent ring enlargement or stent ring migration was observed. The image was no evaluable for fracture due to device overlaps. Corelab review of cts taken 10 months later confirmed a persistent type ib endoleak in the same valiant navion stent graft. The maximum aortic diameter measured 80mm. No aortic enlargement, stent ring enlargement or stent ring migration was observed. It was noted that fracture evaluation was difficult due to multiple device overlaps. The cause of the type ib endoleak is undetermined. No additional clinical sequalae were provided and the patient will be monitored.